Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the wire was come away from the fixing hole. The fixing hole was torn. The joint portion of the wire was missing. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the wire was detached from the fixing hole, the fixing hole was torn and the joint portion of the wire was missing, because excessive stress was put on joint portion of the wire. Excessive stress was put on joint portion of the wire, because the doctor withdrew the subject device from the endoscope too swiftly while the distal end of the endoscope was angulated. The instruction manual of the subject device warns; do not withdraw the biopsy forceps while the endoscope is angulated. Doing so could cause the manipulation wire to detach from the cups. A part of manipulation wire could be damaged and detached to fall off into the patient's body or the wire may stick out and damage the endoscope and/or cause bleeding or damage the mucous membrane. Using the equipment with a detached wire could cause bleeding or damage to the mucous membrane. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the wire of the subject device was detached during an endoscopic lung biopsy. It is unknown whether the intended procedure was completed or not. On (B)(6), 2015, olympus medical systems corp. (Omsc) confirmed that the fixing hole was torn, and there was a possibility that the joint portion of the wire fell off. The user commented that there was no patient injury and no complication.